Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving an adapter. Additionally, log file analysis revealed three controller power-up events within the analyzed period. Review of the event log file revealed that, prior to the first power up event, logged on (B)(6) 2020 at 09:01:12, the controller last had power on (B)(6) 2019. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 09:16:10 on (B)(6) 2020, indicating that the power up event occurred during a controller exchange. Log file analysis revealed two controller power-up events logged on (B)(6) 2020, at 21:50:58 and 21:57:48. The data point prior to the initial loss of power on (B)(6) 2020 revealed that an adapter was connected to power port one and battery a was connected to power port two with 63% relative state of charge (rsoc). The data point recorded after the loss of power revealed that an adapter was connected to power port one and battery b was connected to power port two. The controller was without power for 15 seconds. The data point prior to the second loss of power on (B)(6) 2020 revealed that an adapter was connected to power port one and battery b was connected to power port two with 89% rsoc. The data point recorded after the loss of power revealed that an adapter was connected to power port one and battery b was connected to power port two. The controller was without power for 22 seconds. As a result, the reported power switching, and loss of power events were confirmed. There is no evidence that the lubrication servicing was performed on the associated adapter. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and adapter. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation revealed momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexpected loss of power on the controller and power switching was suspected. The controller remains in use. No patient complications have been reported as a result of this event.